Event description:
According to the reporter, the patient's blood glucose level rose 322 mg/dl while wearing the pod between 24 and 36 hours on the leg. Investigation of the pod found a tear in the cannula. The device was originally reported for elevated blood glucose levels.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) from the continuous glucose monitor (cgm). The system was found to correctly generate an automated delivery restriction alert after the pod was delivering at the max rate for a sustained period of time. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.